Event description:
The affiliate reported the customer alleged the cartridge was damaged and leaked reagent fluid from the base during removal of the cartridge from the carton packaging involving synchron triglycerides. The customer had on personal protective equipment (ppe) consisting of protective clothing during the incident. The reagent was not loaded into the instrument. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure control management plan at the facility.

Manufacturer narrative:
A definitive cause of the incident is unknown. (B)(4).